Manufacturer narrative:
Date of event - estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and angina are listed in the xience xpedition eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2019, the patient presented with ostial left circumflex (cx) coronary artery lesion with significant stenosis. Rotablation was performed and a 2.5x18mm xience xpedition stent was implanted. Approximately one month later, the patient started experiencing chest pain while walking. Imaging was performed and 90% in-stent restenosis was observed in the lcx. The patient was advised to undergo a coronary artery bypass graft (CABG), however refused. On (B)(6) 2019, another percutaneous angioplasty procedure was performed within the ostial lcx. Approximately one month later, the patient had recurrence of symptoms again. The patient had a CABG performed in another account within his home town. No additional information was provided regarding this issue.